Event description:
The manufacturer received information from a third-party service provider that a ventilator inoperative condition had occurred on a trilogy evo device. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
The manufacturer received information from a third-party service provider that a ventilator inoperative condition had occurred on a trilogy evo device. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, machine flow drift high (e-0155), was observed on the device's error log. The third-party service technician performed verification testing on the device. The event log verification event log with text descriptions test step had failed due to the e-0155 error code. The third-evaluated and determined the machine flow sensor had contributed to the reported issue and the failure of the test step. In conclusion, the device's machine flow sensor was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter, particulate filter, and muffler were replaced for preventative maintenance unrelated to the reported issue. The blower was replaced for another error code, motor controller force shutdown (e-0144), that was observed on the device's error log. This error code was unrelated to the reportable issue. The internal battery door and vanity cover were replaced for physical damage unrelated to the reported issue. One of the in-line filters was replaced for contamination unrelated to the reported issue. The device passed all final testing.